Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from (B)(6), stating that the device was heating up to 120f after two minutes of rotation. It is known that the device was not being used during surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.